Event description:
It was reported the menu display is defective. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event of a defective display. The lcd (liquid crystal display) was found to be out of specification; it was missing segments. The upper/lower cases, ring, and side bail covers were observed to be broken, one case screw was missing, the ring bail was bent, and the battery drawer appeared to have pry marks on it.